Event description:
It was reported that this insertable cardiac monitor (icm) device was explanted. The physician alerted the boston scientific representative that this icm device eroded through the skin of the patient. The physician completely removed the icm device and implanted a new icm device to continue monitoring. The device is not expected to be returned for analysis. No additional adverse patient effects were reported.